Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, the acecide check is not performed during reprocessing. There is no reported harm to any patient.

Manufacturer narrative:
Updated field: b5.

Event description:
It was further reported that the device problem was observed during reprocessing. There was no patient involved in the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device evaluation confirmed that the concentration of the disinfectant solution was not checked. The evaluation also revealed that the subject device produced error code e74. This error code is generated when the disinfectant solution in the aceside bottle does not enter the device within the specified time. The investigation confirmed that the acecide concentration was not checked. The e74 error code that was found during evaluation was also confirmed. A review of the device history record found no deviations that could have caused or contributed to these issues. With respect to the unchecked acecide concentration, the investigation did not establish a definitive root cause. However, it is probable that the end-user did not apply the appropriate reprocessing methods specified by the manufacturer. It is also likely that the issue occurred because the aceside checker was not used properly, and the disinfectant was not correctly replaced. With respect to e74 error code, the following factors may have contributed to the issue: ·the opening of the cap was insufficient due to an abnormality in the blade that broke the cap of the aceside bottle. Consequently, the injection speed of the liquid agent slowed down. ·the water level sensor in the detergent tank temporarily malfunctioned and thus the injection of the chemical could not be detected normally. ·the filter part of the aceside bottle may have been stored in a closed state (e.g. Sideways) and thus gas may have accumulated in the bottle. Due to this expansion the bottle did not properly fit into the device body. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿3.9 checking the disinfectant solution concentration level ¿when reprocessing an endoscope, always use an aceside checker or a portable concentration checker to check that the disinfectant solution is at an effective concentration. Please be sure to replace the disinfectant solution before the disinfectant effect disappears.¿ olympus will continue to monitor field performance for this device.